Manufacturer narrative:
Despite multiple attempts, no additional information is available at this time. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker, right ventricular (rv) adapter and another manufacturer's rv lead exhibited out of range pacing impedance measurements. No adverse patient effects were reported. This product remains implanted and in service.